Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the iab was unable to be inserted through the sheath. The iab was replaced and inserted successfully. The indication for use was blood pressure instability of multiple coronary artery disease. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The insertion components were also returned unused. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. A laboratory insertion test was unable to be performed due to the membrane being unfurled. We are unable to confirm the reported difficult/unable to insert through sheath because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the iab was unable to be inserted through the sheath. The iab was replaced and inserted successfully. The indication for use was blood pressure instability of multiple coronary artery disease. There was no reported injury to the patient.